Manufacturer narrative:
During power up, the unit received pump error 37 during rewind. After further review, the motor was unable to turn due to corroded motor home switch . Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 37. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. Pump was cut open to perform visual inspection found moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Unit had cracked case, cracked case (battery tube and label damage. The unit p-cap / test reservoir locks in place properly and no anomaly noted. In conclusion, pump error 37 alarms during rewind and in the pump history due to corroded motor home switch were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), exposed to magnetic field. The customer reported blood glucose value of 95 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884l, mmt-242a. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. Customer will discontinue the use of insulin pump. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-242a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.